Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing was discolored; cause was not known. No adverse impact to the customer's blood glucose level. Reportedly, the customer changed the cartridge and resumed insulin therapy.